Event description:
An (B)(6) female admitted with pmh af, ulcerative colitis, gi bleeding. Dx: left cva with right hemiparesis. Echo: nod tricuspid regurgitation, aortic sclerosis. Tee - no no thrombus, normal lv, mild mr. On (B)(6) 2011 - insertion of ppm. St jude's lead model # 2088tc, serial # (B)(4) inserted. Tip of the lead was not adequately protracting and retracting. A second lead was inserted, serial # (B)(4), model th1110 inserted. Patient (B)(6) - cardiac arrest and expired.